Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient to the manufacturer representative (rep) that the patient was not getting symptom relief with the device. It was noted that there were no environmental/external/patient factors noted and that an impedance check had been completed and the battery life had been tested. Multiple programs were also attempted. The device was explanted on (B)(6) 2019 and it was noted that it had been discarded and that it would not be replaced in the future. On 2019-mar-06 additional information was received from a manufacturer representative (rep). The rep reported that the patient had been unable to get the desired results from the start of the implant. The rep noted that the reason for the unsatisfactory results was unknown. The rep did note that the patient has had cancer in the past and that did make the implant difficult per the health care physician (hcp). An impedance check showed that all lead combinations were intact and the rep reported they were unable to recall the battery longevity in months however it was not near end of life. The rep also noted that this information had been confirmed by the hcp. There were no further complications re ported/anticipated.